Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve (apl) spring, retention clip, diaphragm, and poppet valve were replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a stuck adjustable pressure limit valve resulting in excessive sustained pressure in the patient circuit. There was no report of patient involvement.